Manufacturer narrative:
D10 concomitant products: cagen1, cagen1 ablation generator x1 (sn:(B)(6)5); cart1, cart1 ablation cart x1 (lot#unknown); capump1, capump1 ablation pump x1 (sn:(B)(6)); rfasw, rfasw rf ablation footswitch e x1 (lot#336091x). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, the generator alarms sounded and it did not reach the temperature. The procedure was aborted-patient under anesthesia and could not be performed because the patient was bleeding. Surgeon cauterize the bleeding. Patient was admitted to intensive care.

Event description:
According to the reporter, during a procedure, the generator flashes the general warning alert in red and it did not reach the temperature. Customer restarted the generator, then turned off and disconnected the generator and cart for 10 minutes as the manual indicates, tried this 3 times, then used a different antenna and a new and cold bag of 1 liter of saline solution, as it didn't work again, tried doing the same steps, verified proper connection of reusable cable to generator, ensured the cooling pump was on and changed the outlet were it was connected. The procedure was aborted-patient was under anesthesia. However, the antenna could not be removed because the patient was bleeding too much, surgeon used an electrocautery to cauterize the bleeding; it didn't stop, had to maintain pressure with gauze; put several gauzes inside the patient and kept them inside for 2 days in order to stop the bleeding. Surgeon decided to take the patient to another private hospital by ambulance to the intensive care unit. The patient left the hospital in a stable condition as indicated by the doctor but of course the case was delicate as bleeding was packaged. The patient has died and the cause was unknown. The last thing the doctor mentioned that the patient had pneumonia and was not waking up from anesthesia.

Manufacturer narrative:
Correction: a2, b5. Additional information: g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b2 (death, date of death), b5, g3, h1 (death) new information has been received pertaining to the event. This event has been reassessed and the reportability has been determined to be a death. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, the generator alarms sounded and it did not reach the temperature. The procedure was aborted-patient under anesthesia and could not be performed because the patient was bleeding. Surgeon cauterize the bleeding. Patient was admitted to intensive care. The patient has died.

Manufacturer narrative:
Additional information: b5, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, the generator had general error and it did not reach the temperature. Customer restarted the generator then turned off and disconnected the generator and cart for 10 minutes as the manual indicates. Tried this 3 times, then used a different antenna and a new and cold bag of 1 liter of saline solution. As it didn't work again, tried doing the same steps and changed the outlet where it was connected. The procedure was aborted, patient was under anesthesia and procedure was not performed because the patient was bleeding. Surgeon used an electrocautery to cauterize the bleeding, it didn't stop. Surgeon had to maintain pressure with gauze, put several gauzes inside the patient and kept them inside for 2 days in order to stop the bleeding. Patient was admitted to intensive care. The patient had died and the cause was unknown. The last thing the doctor mentioned that the patient had pneumonia and was not waking up from anesthesia.